Manufacturer narrative:
This report is submitted on november 16, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and underwent a revision surgery in 2012 (specific date not reported), in order to reduce the soft tissue around the abutment.